Event description:
Promus element plus clinical study. It was reported that chest pain and in-stent restenosis occurred. On september 2012, the patient presented due to progressive worsening of her shortness of breath and was referred for cardiac catheterization. Coronary angiography was performed. Subsequently, the index procedure was performed. The target lesion was a de novo lesion located in the distal right coronary artery (rca) with 85% stenosis and was 14 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 x 20 mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. On november 2013, the patient experienced cardiac chest pain. One week after, the patient was hospitalized and was referred for cardiac catheterization. Coronary angiography was performed. The 95% restenosis of previously placed study stent located in distal rca was treated with balloon angioplasty. Following post dilatation, residual stenosis was 0%. Two days post procedure, the event cardiac chest pain was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).